Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth due patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. ¿ observed a delamination in the diagram valve assessed as to adhesive failure and broken striated assessed as to surgical damage.

Manufacturer narrative:
Continued e.1 address line 2: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth due patient¿s concern with the product. The device has been explanted.